Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a device upgrade. Upon interrogation, it observed the right ventricular (rv) had no capture at max output, and a high pacing impedance. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.